Manufacturer narrative:
(B)(4). Additional questions pending release of authorization to use and disclose from patient. To date device not received. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of sus voluntary event report: # mw 5096069 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a inguinal hernia surgery on (B)(6) 2020 and topical skin adhesive was used. After surgery on unknown date, it was noticed big red patch around incision site. Washed the area with soap and water but redness was still not reducing. Follow up appointment with doctor. Surgeon tried to take out the adhesive but not able to take out all the glue. As trying to clear all the glue may cause opening of sutures and cause infection. Patient treated with: methylprednisolone 4 mg oral steroid treatment for 6 days and application of topical cream hydrocortisone 2.5% on the wound and area of redness. Redness is still there around the incision area. The device is not available for return. Additional information has been requested.